Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited intermittent undersensing. The patient status was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the patient was discovered by emergency medical services. The implantable cardioverter defibrillator (ICD) was undersensing ventricular fibrillation which caused the ICD to withhold high voltage therapy. The patient was externally defibrillated three times before being brought to the hospital. The patient status was unknown.